Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2020151 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cov2020151 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). Customer stated that pink color developed in "s" well and no color developed in the other well. Customer said that the desiccant was missing from both cassette pouches that he had opened. He said the kit was at room temperature, but he is not sure what that is. He purchased the kit and performed the test 1 hour after buying the kit, and 2 minutes after opening the kit. He said the buffer solution looked normal in the buffer tube before using, and the test cassette was on the counter when the test was performed.